Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that that the patient experienced a loss of stimulation following a hysterectomy. Prior to the hysterectomy the patient had very good symptom relief. The patient also received a shock/discomfort when passing through theft detectors at local retail stores. The shock/discomfort corresponded in time with the loss of therapy efficacy. The patient's implantable neurostimulator (ins) was interrogated. Impedances were acceptable. The patient tried turning the ins off prior to going through a theft detector, but that did not resolve the issue. The patient still received a shock.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional, via a manufacturer representative, reported the patient had a revision on (B)(6) 2016. When the system was revised, the lead was replaced and the existing implantable neurostimulator was reused. Following the revision, ¿it was great¿ and the patient had not experienced any shocking when going into stores.